Manufacturer narrative:
D4: expiration date: updated. H4: manufacturing date: updated. Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device dfu. As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. As per the surpass streamline dfu, intented use / indications for use: the surpass streamline flow diverter is indicated for use in the endovascular treatment of patients (18 years of age and older) with unruptured large or giant saccular wide-neck (neck width = 4 mm or dome-to-neck ratio 2) or fusiform intracranial aneurysms in the internal carotid artery from the petrous segment to the terminus arising from a parent vessel with a diameter = 2.5 mm and = 5.3 mm. The available information indicates that the patient (2nd patient) was treated for a left superior hypophyseal artery, 4 mm, and left para ophthalmic artery, 3 mm aneurysm (aneurysm size 5 mm) with the flow diverter stent (subject device). Based upon medical review assessment, the data reasonably suggest the clinical event is anticipated in nature and severity as per the dfu / risk documents. It cannot be definitively determined if the device failure to deploy the stent caused or contributed to the patient harm, therefore an assignable cause of undeterminable will be assigned to the reported patient death, patient vessel perforation, patient hematoma. As the device was not returned and a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported stent failed/unable to deploy, an assignable cause of undeterminable will be assigned.

Event description:
It was published in a literature abstract that cases performed between 10-jan-2019 to 02-jan-2020 on a total of 55 patients with 68 treated aneurysms were treated with flow diverter (subject device). There were procedure related complications reported in 12 patients and an event of death was reported on two patients, this report addresses the mortality event relating to the second patient. No further information is available. Additional information received on 7-may-2020 regarding the 2nd patient it was reported that the patient (2nd patient) was treated for a left superior hypophyseal artery, 4 mm, and left para ophthalmic artery, 3 mm aneurysm (aneurysm size 5 mm) with the flow diverter stent (subject device). There was technical difficulty in device deployment that resulted in left angular branch of left middle cerebral artery (mca) guidewire (unknown manufacturer) perforation. Cerebral infarct was observed. The patient was treated with onyx and nbc glue. There was suspected intermittent active extravasation given the continued growth of hematoma on omputerized tomography (CT) head scan. Brain death was declared next day to procedure.

Manufacturer narrative:
A2: age: updated. A3: gender: updated. B2: outcome attributed to ae: corrected. B2: death date: added. B5: executive summary: updated. B3: event date: updated. D1: product long description: updated. D4: lot#: updated. D6: date of implant: updated. H6: patient code: added. This is 7 of 14 reports (corrected).

Event description:
It was published in a literature abstract that cases performed between 10-jan-2019 to 02-jan-2020 on a total of 55 patients with 68 treated aneurysms were treated with flow diverter (subject device). There were procedure related complications reported in 12 patients and an event of death was reported on two patients, this report addresses the mortality event relating to the second patient. No further information is available. Additional information received on 7-may-2020 regarding the 2nd patient it was reported that the patient (2nd patient) was treated for a left superior hypophyseal artery, 4 mm, and left para ophthalmic artery, 3 mm aneurysm (aneurysm size 5 mm) with the flow diverter stent (subject device). There was technical difficulty in device deployment that resulted in left angular branch of left middle cerebral artery (mca) guidewire (unknown manufacturer) perforation. Cerebral infarct was observed. The patient was treated with onyx and nbc glue. There was suspected intermittent active extravasation given the continued growth of hematoma on computerized tomography (CT) head scan. Brain death was declared next day to procedure.

Manufacturer narrative:
This is 7 of 8 reports. The device is not available to the manufacturer.

Event description:
It was published in a literature abstract that cases performed between 10-jan-2019 to 02-jan-2020 on a total of 55 patients with 68 treated aneurysms were treated with flow diverter (subject device). There were procedure related complications reported in 12 patients and an event of death was reported on two patients, this report addresses the mortality event relating to the second patient. No further information is available.